Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.  Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the hub, lumen and balloon. The balloon, markerbands, and proximal bond were microscopically inspected. Inspection revealed a pinhole in the balloon material, 2mm distal of the proximal markerband with addition balloon damage (scratches) surrounding the pinhole area. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50mmx15mm nc emerge balloon catheter was advanced for dilation. However, upon dilatation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50mmx15mm nc emerge® balloon catheter was advanced for dilation. However, upon dilatation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.